Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the issue. The se replaced the breath delivery (bd) printed circuit board (pcb). The ventilator passed calibrations, extended self-tests (est) and short self-tests (sst).

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.